Event description:
The pt underwent an exostectomy procedure in 2002. Synthetic absorbable suture was used to close the subcutaneous tissue. Seven weeks later, pt presented with pustule formation. Reddening, and discomfort. Pt required incision and drainage of the abscess. The suture knots were removed. Area was treated with betadine compress and warm compress.